Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The product was returned, and the issue was confirmed. Kinking was found along the length of the cannula. No other damage or abnormalities were found. Per the results of the clinical review and investigation, the root cause was determined to be due to excessive force. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the cannula was damaged during insertion. A new impella pump was inserted successfully. No patient harm was reported.